Manufacturer narrative:
Product ID: 3888-45, lot# va00r3p, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3487a-45, lot# va0220t, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type : lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension, product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient had their device explanted ¿due to infection¿. Additional information was requested but not yet available at the time of the report.

Event description:
Additional information received reported that the location of the infection was in the patient¿s right shoulder. It was noted that the reporter did not believe a culture was taken but it was done at the hospital and the reporter did not see the results from the culture. It was noted that the patient was put on strong antibiotics for a while and the entire system was removed. It was noted that the patient was re-implanted with a new system on (B)(6) 2013. It was noted that the patient was doing great now and was very happy with the therapy.